Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch #983c18. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one tlc75 device was returned with the knob is not in home position and no apparent damaged and with a reload loaded on the device. The reload was received fully fired, with the swing tab in the locked position and the knife exposed on the distal end. The device was tested for functionality with a test reload and achieved its complete firing sequence and the knife returned to home position without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer to instructions for use. A manufacturing record evaluation was performed for the finished device batch number 983c18, and no non-conformances were identified. The lot#921c20 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a colorectal procedure that during the first firing the surgeon struggled to complete the firing all the way across and struggled to get to the distal end. The scrub tech was trying to remove and open the device and the cartridge was stuck preventing it. They made sure the staples were formed correctly and they had a like device used to complete the remainder of the case without patient harm.